Event description:
On (B)(6) 2014 the patient contacted animas, stating that he was looking into using a continuous glucose monitoring system because on an unspecified date he recently had an episode of diabetic ketoacidosis (dka). The patient also mentioned having hypoglycemic unawareness. There were no blood glucose (bg) values or signs or symptoms reported. The patient did not specify if medical treatment was sought. There was no allegation made against the pump, however, troubleshooting could not be completed at the time of the initial call. Customer technical support has made attempts to follow-up with the patient for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced dka and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.